Event description:
It was reported that a spectrum pump constantly displayed the close door message. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported close door message, which was reproduced. The messages were found to be caused by failed upper auxiliary assembly and lower auxiliary assembly. The failed upper auxiliary assembly and lower auxiliary assembly were replaced.